Manufacturer narrative:
It was reported in the intial report that during service and repair testing, it was observed that the cable/cord/wiring was damaged, the motor and control system was defective (had liquid damage), the coupling and hose were defective, the set screw was loose and there was no "u / min" display on the motor device. After further evaluation it was determined that the device cable/cord/wiring was damaged, the motor and control system was defective (had liquid damage), the coupling and hose were defective and the grub screw was loose. It was also observed that the device did not display rotations per minute, jammed while rotating manually and ran at towing cut-off. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the cable/cord/wiring was damaged, the motor and control system was defective (had liquid damage), the coupling and hose were defective, the set screw was loose and there was no "u / min" display on the motor device. It was further determined that the device failed the following pre-tests: loctite and cable assessments, motor thermistor assessments, handpiece temperature assessment and safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.